Manufacturer narrative:
(B)(4). (B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor reported that the pump dispensed insulin from the cartridge during an ezprime operation.